Event description:
The facility reports the aide made sure the clips were securely in place. The resident fell out of the sling when the clips on the front right side came off. No injuries were reported.